Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was also reported that when the patient arrived at the hospital the spouse was told the pacemaker is not working and that there was an infection. The implantable pulse generator (ipg) system was removed and the following day the patient expired. The primary cause of death was listed as septic shock and secondary due to a blood infection.